Manufacturer narrative:
Device has been evaluated by a medivator field service engineer. It appears the lower spade connector on air tank fuse disconnected from unit, leaving it exposed. Unit was repaired and is fully operational. Medivators/minntech has addressed the issue through a corrective action to prevent future incidents. No patient involvement. No injuries reported.

Event description:
Minntech/medivator field service engineer reported the spade connector on the compressor fuse was not connected on the "hot" side. Compressor fuse fell and shorted against the gfi box.